Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the im rod could not be inserted completely into the alignment guide. There is no adverse consequences for the patient.